Event description:
A complaint on an unspecified date involving a ext set w/2 clave¿ clear. The valve was reportedly damaged, and the patient's pca pump displayed: "downstream occlusion? Eliminate the occlusion between the patient and the pump." The bolus of an unspecified medication was not fully administered to the patient during the night. There was no report of any human harm.

Manufacturer narrative:
Although multiple attempts were made to obtain the device, it is not available for investigation at this time. A review of the device history record is pending.

Manufacturer narrative:
No 011-mc33112 product samples, videos or photographs were returned for investigation. The device history report (DHR) was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.